Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a as lvp 20d dehp 2ss cv experienced component separation and air in line during use. The following was reported by the initial reporter: "IV pump alarming 'air in line' when tubing removed from IV pump to troubleshoot the tubing came apart above the square blue safety clamp that goes into the pump. Albumin in the tubing, small mount, spilled. "

Event description:
It was reported that a as lvp 20d dehp 2ss cv experienced component separation and air in line during use. The following was reported by the initial reporter: "IV pump alarming 'air in line' when tubing removed from IV pump to troubleshoot the tubing came apart above the square blue safety clamp that goes into the pump. Albumin in the tubing, small mount, spilled. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-15. H6: investigation summary: one sample was received and the set was separated at the top of silicone segment that is inserted in infusion pump. This could lead to ail alarms and the complaint is verified. The tubing was visually analyzed using a microscope and the indentation from the retaining ring was clearly seen, this proves that the set was properly assembled. This type of failure has been observed in the past as root cause due to improper loading methods when inserting tubing into infusion pump. If this issue persists, contact customer advocacy for further training on the product. A device history record review for model 2420-0500 lot number 21013056 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.